Manufacturer narrative:
An event of unable to implant the valve at recommended depth and pieces of tissue revealed when flushing the valve was reported. The investigation found that the valve met visual specifications when analyzed at abbott and there was no evidence of tissue damage or foreign material found on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The excess tissue observed along the stent where the cuff is attached is a normal and acceptable characteristic of the valve. This excess tissue is a result of the valve manufacturing process. One image was received from the field. It appeared to show a clear liquid inside a clear tray. Indicated in the image with a box and a blue leaflet tester there appeared to be a small piece of foreign material, which appeared to be inside the tray. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The cause of reported incident of pieces of tissue revealed when flushing could not be conclusively determined. Please note that per the instruction for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for implant using a large flexnav delivery. It was noted during procedure it was noted that the valve was unable to be placed at the recommended depth of 3mm. After three attempts, the 27mm navitor valve was unable to go pass 0mm for the patient's left coronary cusp. The decision was made to remove and replace the unknown guidewire, 27mm navitor valve, and large flexnav delivery system with new ones of the same size to complete the procedure. It was noted prior to replacement of the 27mm navitor valve and large flexnav delivery system that pieces of tissue were revealed when flushing the first valve and delivery system with solution. It is thought that the tissue piece is from the navitor valve. There were no adverse patient consequences reported. The patient is reported to be stable and discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.